Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was hospitalized due to lung failure and was on life support. Customer's most recent blood glucose was 458 mg/dl, treated with bolus. Customer called to make sure the settings on the device were still since she wasn't sure due to not being on the device for a while. Customer was unable to continue troubleshooting because customer was still on oxygen. No further information reported.